Event description:
A user facility reported they have a mask with a hole in the inflation balloon. The problem was discovered while the mask was being used in a pt. Gensia's safety officer contacted the physician who stated that a nurse initially inserted the mask and noticed a leak. The physician tried to place the mask with the same results. As the physician removed the mask and prepared to intubate the pt, the pt vomited. The pt was suctioned and an et tube was placed. In recovery, the pt coughed a lot, but there was no rales or wheezing. No prophylactic medications were given, and the pt was released the same day. The user facility has bben requested to return the mask for evaluation.